Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter right (r-afl) procedure, the patient developed ventricular fibrillation, ventricular tachycardia and pulseless electrical activity (pea) on (B)(6) 2013. It was report that the patient had passed away. The physician¿s opinion regarding the causality of adverse event was the procedure related. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. Finally, the catheter was also evaluated for eeprom, carto 3 and calibration functionality. The catheter failed carto 3 test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the carto 3 test failure was attributed to a potential pc board issue. This failure is not related to the event reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the investigation it was found that the catheter failed due to a pc board issue; however, and as previously stated, this failure is not related with the reported event. Therefore the root cause of the patient expiration remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Regarding this issue, a corrective action has been opened to address and resolve this potential pcb issues.

Event description:
It was reported that during an atrial flutter right (r-afl) procedure, the patient developed ventricular fibrillation, ventricular tachycardia and pulseless electrical activity (pea) on (B)(6) 2013. On (B)(6) 2013, it was report that the patient had passed away. The physician¿s opinion regarding the causality of adverse event was the procedure related. Multiple attempts were done to request for further details of the event however no additional information has been provided.

Manufacturer narrative:
The product had been discarded. Thus not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 system, model# m-4800-01, serial # (B)(4); stockert, model# m-5463-01, serial (B)(4); ez steer coronary sinus, model# d-1263-04-s, lot # 15508258m; webster 4 pole, model# d-1079-323-s, lot # 15900252m. (B)(4).